Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware issues; the sample appeared to be low-target and did not amplify in the retest. Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues; pas agreed the sample appeared to have low target or was possibly contaminated. Ts noted the samples could not be compared since the retest sample was not from the same tube that was originally tested. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua200014), aptima sars-cov-2 (eua200734), and aptima sars-cov-2/flu (eua202959). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl 000843-20210223-02, using assay lot 289484 on panther instrument sn (B)(4) which had a discrepant sample. The patient had received two doses of the covid-19 vaccine but tested positive in the wl in question, so clinician questioned the test result. A new aliquot from the same sample was retested with a negative result. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.